Event description:
The report stated that following the end tone indicating a completed seal, the ileum vessels were not occluded. Sutures were used to complete the vessel sealing. There was no smoke indicating energy delivery during the sealing process. The generator was set at 3 bars.

Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.